Event description:
The amplatzer ventricular septal occluder (vsd) was placed. Pericardial tamponade occurred and pericardiocentesis was required. Additional information is not available and is not anticipated.

Manufacturer narrative:
(B)(4). The results of this investigation are inconclusive because the amplatzer muscular vsd occluder was not returned for evaluation. A review of the device history record could not be completed because the batch/lot # was not provided. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.